Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following field: the device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the error message was displayed because video scope cable was connected. In addition, it is presumed that the color bar was displayed due to no image occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was displaying an e315 scope communication error with multiple different 190 series scopes. According to the initial reporter, the unit was not displaying an image either, only colored bars were present on the screen. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended troubleshooting by powering down both the imager and light source and then removing the pigtail prior to powering everything back on. Reportedly, this resolved the issue ¿ the image was then present, and no error codes were displayed. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.